Event description:
Device implanted 2001. Post-op approx 2.5 years, pt complained of pain and x-rays revealed hip had migrated superiorily. In 2004 the cup was revised and found to be fractured around the outer rim of the liner. All other implants were stable and well fixed to the bone. There was minimal wear to shell. A new liner and femoral head were implanted.

Event description:
Device implanted in 2001. Post-op approx 2.5 years, pt complained of pain and x-rays revealed hip had migrated superiorily. In 2004 the cup was revised and found to be fractured around the outer rim of the liner. All other implants were stable and well fixed to the bone. There was minimal wear to shell. A new liner and femoral head were implanted.